Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The ups was standalone tested and left connected to a/c for forty eight hours and no issues were found. All outputs measured normal voltages. The power button functions as intended. The batteries were returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. There wasn't any fault detected with the accompanying uninterruptible power supply (ups). However, there was a possibility that there is an issue with the charging circuit, since the battery was returned with a low voltage. Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the patient was sterile and prepped and then the site noticed that the systems camera cart had a message stating workstation disconnected. The workstation's screen was black. The site powered the system back on. The patient exam was reselected, but then they were unable to advance into navigate. The navigate button was highlighted in verify registration. They then went back into the registration task and the registration metric on the system was 78.1 instead of 2.1. Restart registration was selected and then the site went to previous registrations. The registration metric wasn't showing on the screen, but when the prior registration was selected the 2.1 came back. The health care professional was able to proceed with the case. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were re placed. A system checkout was performed and the issue resolved. The uninterruptible power supply (ups) and battery returned to the manufacturer for evaluation and are still under analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the patient was sterile and prepped and then the site noticed that the systems camera cart had a message stating workstation disconnected. The workstation's screen was black. The site powered the system back on. The patient exam was reselected, but then they were unable to advance into navigate. The navigate button was highlighted in verify registration. They then went back into the registration task and the registration metric on the system was 78.1 instead of 2.1. Restart registration was selected and then the site went to previous registrations. The registration metric wasn't showing on the screen, but when the prior registration was selected the 2.1 came back. The health care professional was able to proceed with the case. There was less than an hour delay in the procedure. No impact on patient outcome.